Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's spouse reported via phone call that the customer experienced hyperglycemia and was hospitalized on unknown date. The customer¿s blood glucose level at the time of the was 600 mg/dl. The customer was treated with the insulin drip. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Additional information about auto mode has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode was not active at the time of incident on the insulin pump.